Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was prompted for a reboot while in use with the analyzer and it did not respond to the prompt. After a power cycle, the programmer "appears to be operating normally" and the issue did not repeat. If the issue occurs again, then it will be sent for service. The programmer is still in use. No patient complications have been reported as a result of this event.